Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). 1 x zebd-7-10 device was returned to (B)(4) for evaluation. A lab evaluation was held on 21st september 2017. During the lab evaluation the stent was found to be kinked at porthole 2 from the ductal end. The stent could not advance over a compatible sized wire guide because resistance was met due to the fact the stent was kinked. There was no side wall or back wall damage observed. It was noted that the stent would not have left the manufacturing facility in a damaged state. The customer complaint was confirmed on visual inspection of the returned device as the stent was found to be damaged. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint could be attributed to the manner in which the pigtail curls are straightened. A precaution included in IFU states, care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." It may be noted that according to the instructions for use, the user is instructed to: visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use. Prior to distribution, all zebd devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to include investigation conclusion. The stent would not advance over wire guide. Another zebd-7-10 was used instead.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up MDR will be submitted with the investigation conclusions.

Event description:
The stent would not advance over wire guide. Another zebd-7-10 was used instead.